Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis lead to a heart attack as well as hyperglycemia on (B)(6) 2018. The customer blood glucose level was 327 mg/dl and over 600 mg/dl at the time of incident and the current blood glucose level was 313 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection, insulin drip, fluid and low potassium during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as so much pain. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.